Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the lead during regular follow-up. The patient was asymptomatic. Fluoroscopy was performed and insulation anomaly was noted. The lead was capped and replaced successfully on (B)(6) 2016 during device upgrade procedure. Patient was doing well.